Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a 61 year old male patient who was being treated with baclofen 2000 ug/ml ("900.2/day") via an intrathecal pump. The patient was a quadriplegic. The indication for use is noted as intractable spasticity and post spinal cord injury. The patient went to the emergency room (ER) today with a super high fever and low blood pressure. The fever appeared suddenly. The patient had a recent pump replacement. The hcp was unsure of the presence of an infection and could not confirm; or if possibly something was wrong with the pump/catheter and the patient was in withdrawal. It was unknown if the infection was related to the device. They were investigating at the time of the call and treatment was ongoing. The patient was hospitalized and would be admitted to critical care. It was further reported the nurse indicated that she was from the emergency room and they do not release patient information to anyone. The managing physician was listed in the chart as unknown. It was not noted in the chart anywhere that the pump had been checked. Additional information has been requested, but was not available as of the date of this report.